Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received indicating the patient required a vitrectomy procedure to remove the lens material from the back of the eye. There was shallowing of the anterior chamber. The patients symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the phacoemulsification phase of a cataract extraction with intraocular lens implant procedure the patient experienced a posterior capsule tear. The surgeon noted handpiece was not responding for a split seconds and at the same time there was no irrigation flow in the anterior chamber. She then realized that irrigation flow instantly returned and as a result there was a posterior capsule rupture. Small pieces from the cataract lens fell into the vitreous of the posterior chamber of the eye. The doctor did not proceed with the iol implantation. Additional information has been requested and received.

Manufacturer narrative:
A customer reported that during the phacoemulsification phase of a cataract extraction with intraocular lens (iol) implant procedure the patient experienced a posterior capsule (pc) tear. The surgeon noted the handpiece was not responding for a split second and at the same time there was no irrigation flow in the anterior chamber. The surgeon then realized that irrigation flow instantly returned and as a result there was a posterior capsule rupture. Small pieces from the cataract lens fell into the vitreous of the posterior chamber of the eye. The surgeon did not proceed with the iol implantation. The phaco pack and phaco tip which were used during the event were disposed of, since they believed that the complaint was not related to these products. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The handpiece was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative visually inspected the handpiece, and found it to have small cuts on it. However, no functional testing was performed on the handpiece, therefore the reported events remain unable to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 1, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).